Event description:
Additional information for this case was received. The talent stent grafts were explanted and were discarded by the user facility. The physician stated that the cause of the migration of the stent graft, proximal type I endoleak and explant were due to continued disease progression with the development of a juxtarenal aneurysm.

Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant is unknown. Current vessel morphology was reported as there is disease progression with aortic neck dilation. It was reported that a recent CT revealed that the stent graft has migrated distally, a proximal type I endoleak and increase in the aneurysm sac diameter. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.